Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that main drawer 4 was not detected on the bus. A field service engineer (fse) found that pyxibus board leds were blinking and not solid. The fse identified a partially snapped retractor band and a frayed position sensor cable and replaced both components along with the drawer control board. After rebooting the system, the hardware failure icon cleared, and the customer successfully accessed the drawer with all cubies opening normally. No further faults were detected. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 had failed to recover despite multiple reboots. Back connections were verified as intact, and the drawer had experienced intermittent recovery failures over the past month. The drawer opened, but the lids did not activate, with no obstructions identified. Lag times were observed during each recovery attempt. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.